Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in (B)(4) but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -22.50/+4.0/109 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2012. The lens was explanted on (B)(6) 2021 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).